Event description:
It was reported that during a prophylactic replacement of another lead, the right atrial (ra) lead dislodged. Also, the patient experienced temporary hemodynamic fluctuations but was stable at the end of the procedure. The ra lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was a white substance on it and it had a cosmetic depression. Also, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.